Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s) because it did not match the results previously obtained on samples from the patient. The sample was repeated twice on an alternate instrument and resulted lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse had replaced multiple parts during a previous service visit, including the integrated multisensor technology (imt) module. The cse advised that the imt module was still under repair. Siemens is investigating this issue.